Manufacturer narrative:
(B)(4). The analysis results found that one el5ml device was received in good visual condition. The device was cycled, fed and formed the remaining clip within manufacturing specifications and then, it locked out as intended. No conclusion could be reached as to what may have caused the reported incident. Although, no opening issues were noted during testing, a corrective action has been initiated. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was sticky and when they went to fire it, it would not fire. They attempted a few times and finally opened a new one to complete the procedure. There was no patient impact reported.